Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wound revision procedure, the left ventricular lead dislodged. The lead was explanted a new lead was not placed; the device was programmed to rv pacing only. The patient was in stable condition during and post surgery.